Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient had worked with their healthcare provider (hcp) and they had tried to adjust the time on the pump and the hcp told the patient that "it must be the handset" and told the patient to get his equipment replaced due to the boluses not working as programmed. Patient services tried to tell the patient that the issue was related to the pump programming and not the external equipment, but the patient demanded new equipment. Patient services told the patient that replacing the equipment would resolve the issue, but the patient did not believe the agent. Patient services told the patient that he would need to work with the hcp if the new handset did the same thing. The patient was sent a new communicator and handset.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient's handset was "the biggest piece of crap". Per the patient, every time they got a bolus, the handset told them to wait and it took anywhere from 4 to 16 minutes to deliver the bolus and, before, it took 30 seconds. The patient stated that the handset would get stuck at a certain percentage when connecting and would shut off 4-5 times. The patient mentioned that they got 4 boluses a day and they didn't have time to do this every day. Patient services confirmed that the handset got stuck at 90%. Patient services assisted the patient with clearing the data on the handset. The patient was then able to connect to the pump. Patient services reviewed handset function. Troubleshooting steps taken on the call resolved the issue. The patient also reported that the time does not adjust properly like it was supposed to with the time change; it used to adjust at midnight but now it was at 2am. The patient stated that they had central time zone on the handset and the healthcare provider's (hcp) office corrected the time zone on the handset. The patient stated that this was frustrating and they he thought there was something wrong with the handset. Patient services reviewed that the handset was functioning as intended and confirmed that the date and time were correct on the pump. Lockout information was not provided.